Event description:
A malfunction on a pump was reported by a customer, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump, successfully resolving the malfunction without recurrence. The customer was advised to continue using the pump and to report any future issues.